Manufacturer narrative:
Manufacturer reference number: (B)(4). Patient information not provided. UDI not provided. Re-processing information not provided.

Event description:
According to the reporter, during a sleeve gastrectomy, involving the stomach, the stapler would only advance knife blade partially down reload, tried with additional reloads same issue. Something wrong with handle or adapter. To correct the condition a new idrive handle and reload were brought in. Current patient status: the patient is doing fine.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle, one adapter and one reload opened by the account. Pmvs visual evaluation noted that the reload was partially fired. Functional evaluation noted no abnormalities. Pmvs functional evaluation noted no abnormalities for the reload. Pmvs visual and functional evaluation noted no abnormalities for the handle. Pmv and engineering noted no visual abnormalities for the adapter. Pmvs functional evaluation noted low firing force for the adapter. Engineering was unable to replicated low firing force in their investigation. There is insufficient evidence to provide potential root causes. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Ftr# (B)(4).

Manufacturer narrative:
Ftr# (B)(4). Handle, adapter, and reload were received.